Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-12469-00 for details pertinent to this event.

Manufacturer narrative:
E.1.: phone number: (B)(6). B.3.: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak of chemical solution from the extension set connection. This occurred during priming. There was no reported patient harm.